Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed a leak residue. The fse replaced the diluent filters to correct the leak. As per e-mail communication from the fse, the customer was also having issues with differential results on controls which was reported to the fse by the customer. The fse replaced valve (vl9) resolving the reported issue. The failure mode of the leak was related to the diluent filters. The differential recovery issues on controls was related to valve (vl9). (B)(4).

Event description:
A customer reported to beckman coulter (bec) that less than 1ml of clear fluid had leaked from the probe at the end of a startup cycle in the coulter act diff analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), including gloves and a laboratory coat when the leak was observed. There was no biohazard exposure to open wounds or mucous membranes. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.